Manufacturer narrative:
A sample was not available for investigation of this feedback; however the customer indicates that blood flowed back into the maxzero of the extension set. No further information was available to assist the investigation.the details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.the root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.in this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see section h.10.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV c had blood return in the connector. The following information was provided by the initial reporter: the reported feedback suggests blood return.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV c had blood return in the connector. The following information was provided by the initial reporter: the reported feedback suggests blood return.